Manufacturer narrative:
This report is filed on september 28, 2017.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array on (B)(6) 2017. Subsequently on (B)(6) 2017 revision surgery was scheduled to reposition the electrode array; the patient's surgeon removed the implant and successfully re-inserted it with no other complications.